Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced two blood glucose (bg) levels, one of 600 mg/dl and the second bg level was "high"; although a specific value was not provided. Both high bg causes were unknown. Reportedly, a correction bolus and correction injection were delivered to address both high bg levels. The pump was replaced, and a recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.